Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? I do not have the date of the procedure. The procedure was a total hip arthroplasty. The diagnosis and indication for the index surgical procedure? Unknown. Lot number for stratafix spiral monocryl plus - sxmp1b111? Unknown. Lot number for stratafix spiral pds plus - sxpp1b411? Unknown. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open. On what tissue was the stratafix spiral monocryl plus sxmp1b111 suture used? Subcuticular. On what tissue was the stratafix spiral pds plus sxpp1b411 suture used? Subcutaneous how was the suture originally tied (multiple knots, square knot, etc.)? No knots, stratafix was used. What was the tissue condition (normal, thin, calcified, fragile, diseased)? The tissue condition appeared thin and red around the wound edges that dehisced. Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Yes. Was at least one reverse stitch performed prior to closure? Yes. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. What symptoms did the patient experience following the index surgical procedure? Onset date? The distal end of the wound had dehisced around the two month follow up appointment. I am unsure of the exact onset date. Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). The possible infection was localized to the dehisced portion of the wound. Redness and slight tissue necrosis at the sight of dehiscence. Patient complained of no pain, fever, or other similar symptoms of infection. Other relevant patient history/concomitant medications? No. Please describe any medical/surgical intervention/medication required for this suture event including dates and results. What was the appearance of each suture during the re-operation procedure on (B)(6) 2021? Partially dissolved stratafix spiral monocryl in the skin and the appearance of the stratafix spiral pds is currently unknown. Please provide the onset date/time of infection from the initial surgical procedure. Unknown at this time. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? No. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Unknown at this time. Were cultures performed? If so, please provide the results. Unknown at this time. Was any drainage present in this wound? If yes, how much and what type? No drainage was present. What is the physician¿s opinion as to the etiology of or contributing factors to this event? The suture did not work as it was indicated to. What is the patient's current status? Unknown at this time. If applicable, will product be returned? If so, please provide the return date and tracking information. The product will not be returned. Related medwatch reports: 2210968-2022-00120.

Event description:
It was reported that a patient underwent a total hip arthroplasty procedure on an unknown date and barbed suture was used on the subcuticular/subcutaneous layer. The surgeon reported delayed wound healing and possible surgical site infection. The suture in the fat layer appeared to be pitting up right below the skin and the patient complained of discomfort. The patient was taken back into the operating room this past friday ((B)(6) 2021) to resolve a possible issue involving the suture. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/31/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: procedure: right total hip arthroscopy, procedure date: (B)(6) 2021, gender: female, weight: 172 lbs, bmi: n/a, age: 70, on (B)(6) 2021 patient incision was assessed at clinic, on (B)(6) 2021 patient had dehiscence irrigated and debrided and staples were placed, on (B)(6) 2021 staples were removed, on (B)(6) 2021 pt was seen at a follow up visit and the incision had healed well without issue. Additional information was requested and the following was obtained: how many patients had an issue and please provide the patient and event information for each, if available? Unknown, at least 4 in the last 3 weeks have presented with issues; were any of the patient events report to ethicon and if so, what is the product complaint reference number? Yes but I haven't been given a reference number ; please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure: 2 patients that have had to return to surgery for revision of their wound: 2-70 yo female, bmi 26; date and name of index surgical procedure? Total hip replacement, right side ; the diagnosis and indication for the index surgical procedure? Osteoarthritis hip; product code and lot number? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Anterior total hip approach; on what tissue was the suture used/location of suture placement? Subcutaneous skin closure; how was the suture originally tied (multiple knots, square knot, etc.)? Sutureless stratafix; product code and lot number? What tissue dehisced? Skin and subcutaneous; what was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal onset date/time of dehiscence? (# post op days) 2-4 weeks; how was the dehiscence managed? Initially with conservative wound care, when it worsened with surgical revision of the wound; please describe any surgical intervention required for the wound dehiscence including date and findings. Were there any precipitating stress factors for the dehiscence? (B)(6) 2021 ~3cm wound dehiscence, with subcutaneous depth ~2cm; did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? No other than it seemed to have lost its strength/integrity by the 6 wk mark/time of the; please describe the appearance of the stratafix during the second procedure. Did the stratafix suture break, if so, where (termination, middle, end)? Near end what symptoms did the patient experience following the index surgical procedure? Onset date? What specifically were the wound complications (other than the dehiscence) that occurred? At both upper and lower ends of the wound, the lower end in all cases has been the worst affected; other relevant patient history/concomitant medications? No; what is the physician¿s opinion as to the etiology of or contributing factors to this event? A suture abscess formed which affected the ph of the wound and caused the suture to lose strength earlier than normal; what is the patient's current status? Doing well; if applicable, will product be returned? If so, please provide the return date and tracking information. Not applicable. (B)(4) date sent to the FDA: 1/31/2022 corrected information: b3, h6 medical device problem code

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: lot number for stratafix spiral monocryl plus - sxmp1b111? Lot number for stratafix spiral pds plus - sxpp1b411? Unknown. Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Unknown. What tissue dehisced? Subcutaneous and subcuticular. How was the skin closed? It was closed with sxmp1b111. Proper initiation and termination of the suture was performed.